Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 25-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant with essure" and device placement issue "the left tube coil was injected too far up the tube (grade 1) closer my ovary". The patient's medical history included benign breast neoplasm in (B)(6) 2014, overweight, gravid and parity. Concurrent conditions included adenomyosis and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced back pain ("lower back pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), feeling abnormal ("hormonal changes describe: brain fog") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2015, the patient experienced headache ("headache"). In (B)(6) 2016, the patient experienced gingival swelling ("dental problems gums swelling"), anxiety ("psychological or psychiatric problem, condition: anxiety") and depression ("psychological or psychiatric problem, condition: depression"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced dyschezia ("gastrointestinal or digestive system condition type: painful bowl movement/excruciatingly painful bowel movement"). On an unknown date, the patient experienced dental caries ("dental cavities/dental issue"), migraine ("migraines"), flank pain ("pain left side"), ovarian cyst ("ovarian cyst"), hair growth abnormal ("hard time growing it back") and fallopian tube obstruction ("tubes are 100 percent blocked"), was found to have hormone level abnormal ("hormonal imbalances/hormonal condition") and was found to have a pregnancy with contraceptive device ("didn't find out until my son kicked"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and filled cavities. Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, gingival swelling, dental caries, dysmenorrhoea, dyspareunia, dyschezia, alopecia, feeling abnormal, mood swings, migraine, headache, anxiety, depression, weight increased, back pain, flank pain, ovarian cyst, hormone level abnormal, hair growth abnormal, pregnancy with contraceptive device and fallopian tube obstruction outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered alopecia, anxiety, back pain, dental caries, depression, dyschezia, dysmenorrhoea, dyspareunia, fallopian tube obstruction, feeling abnormal, flank pain, gingival swelling, hair growth abnormal, headache, hormone level abnormal, migraine, mood swings, ovarian cyst, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Disagreed on essure removal (B)(6) 2015. If you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2021: the right ovary 183.5 x 3. 5x 3.0 cm and is partially disrupted. The cut surfaces reveal cystic structures. The slightly tortuous left fallopian tube is 5.0 cm long and 06 cm in diameter. The distal portions are dilated and cut sections reveal a cystic structure filled with clear fluid. The disrupted left ovary is 4.5 x 3.0 x 2.0 cm and displays cystic cut surfaces. Both of the essure devices are intact and located at the. Most proximal! End of the bilateral tubes.. Lot number:b66020 manufacturing date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant with essure" and device placement issue "the left tube coil was injected too far up the tube (grade 1) closer my ovary". The patient's medical history included benign breast neoplasm in (B)(6) 2014, overweight, gravid and parity. Concurrent conditions included adenomyosis and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced back pain ("lower back pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), feeling abnormal ("hormonal changes describe: brain fog") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2015, the patient experienced headache ("headache"). In (B)(6) 2016, the patient experienced gingival swelling ("dental problems gums swelling"), anxiety ("psychological or psychiatric problem, condition: anxiety") and depression ("psychological or psychiatric problem, condition: depression"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced dyschezia ("gastrointestinal or digestive system condition type: painful bowel movement/excruciatingly painful bowel movement"). On an unknown date, the patient experienced dental caries ("dental cavities/dental issue"), migraine ("migraines"), flank pain ("pain left side"), ovarian cyst ("ovarian cyst"), hair growth abnormal ("hard time growing it back") and fallopian tube obstruction ("tubes are 100 percent blocked"), was found to have hormone level abnormal ("hormonal imbalances/hormonal condition") and was found to have a pregnancy with contraceptive device ("didn't find out until my son kicked"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and filled cavities. Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, gingival swelling, dental caries, dysmenorrhoea, dyspareunia, dyschezia, alopecia, feeling abnormal, mood swings, migraine, headache, anxiety, depression, weight increased, back pain, flank pain, ovarian cyst, hormone level abnormal, hair growth abnormal, pregnancy with contraceptive device and fallopian tube obstruction outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered alopecia, anxiety, back pain, dental caries, depression, dyschezia, dysmenorrhoea, dyspareunia, fallopian tube obstruction, feeling abnormal, flank pain, gingival swelling, hair growth abnormal, headache, hormone level abnormal, migraine, mood swings, ovarian cyst, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Disagreed on essure removal (B)(6) 2015. If you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Case became serious incident as essure was removed. Reporters, medical history and essure removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.